Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to inadequate stimulation. The scs device did not work for the patients migraines. The explanted products were not returned by the medical facility.

Manufacturer narrative:
Correction to the initial MDR block b3. Block b3: exact date unknown, event occurred in approximately summer of the year 2023 from date manufacturer was made aware.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to inadequate stimulation. The scs device did not work for the patients migraines. The explanted products were not returned by the medical facility.